Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received info that one day post implant, the right atrial (ra) lead was explanted due to dislodgement. A new non-boston scientific ra lead was successfully implanted. No adverse pt effects were reported. At this time, the lead has not been returned. If additional info should becomes available to our company, this event would be updated.